Manufacturer narrative:
Inspected 1 opened/used partial sensor and checked for broken parts and none was found, sensor passed per specifications. Customer did not return insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the sensor fractured while in the body. The customer blood glucose level was unknown. Customer stated the sensor is still in the body. Customer stated that they did not receive medical treatment as a result of the sensor fracturing while still in the body. Referred customer to get medical attention or call the doctor also advised to return the sensor. The device will be returned for analysis.